Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle delta wire tipless stone extractor. It was reported that the shape of the opened device is not basket-like, with wires stuck more less together. As a result, the catch of a stone is impeded. This occurred during a flexible ureteroscopy. Procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle delta wire tipless stone extractor. The device was returned with the handle and basket formation in the open position. The mlla (male luer lock adapter) was unscrewed from the handle. The collet knob was tight and secure. The mlla was tightened back onto the handle during the investigation. The basket formation appeared to be the correct shape with appropriate distance between the wires. The basket sheath was kinked at the distal end of the support sheath. A function test noted the handle actuated the basket formation to the fully open position, but it did not retract the basket formation completely. The handle was disassembled, reset, and reassembled. Using the handle, the basket formation still did not retract fully. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. It is likely the sheath damage observed during the investigation was preventing the basket from closing. It was assumed the mlla was unscrewed by the user after the sheath damage occurred, and the basket would not close. There was not enough information/evidence to determine the cause of the observed sheath damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21apr2021. The device was tested prior to use in an uncoiled position. A laser was not used. The handle was in a straight position. The user did not attempt to close the basket prior to removal from the tray. Another device was used to complete the procedure.

Manufacturer narrative:
Initial reporter: occupation- purchasing. PMA/510(k) #- exempt. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy, the basket of an ncircle delta wire tipless stone extractor did not open correctly. The shape of the basket was "not basket-like," and two basket wires were stuck together, impeding the device's ability to catch a stone. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.